Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient had been lost to follow up and presented to the hospital for pulse generator check, the device exhibited backup vvi mode. The device was explanted and replaced successfully.